Manufacturer narrative:
Correction made to g5: PMA/510k #: k071222 (previously na). Additional information was added to h4 and h6. H4: the lot was manufactured from november 25, 2019 - november 26, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused. It was further reported approximately 30 - 40% of the solution remained in the device. The device had been filled with 18000mg piperacillin / tazobactam diluted in 0.9% sodium chloride and was infused via a PICC (peripherally inserted central catheter).. There was no report of patient injury or medical intervention associated with this event. No additional information is available.